Event description:
It was discovered during the device evaluation, the olympus colonovideoscope was producing a noisy image. This event had no patient involvement.

Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - a noisy image was discovered. As a part of the evaluation, it was also noted that the control body was displaying signs of fluid invasion as corrosion and rust were both noted. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that fluid invasion along with prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.